Manufacturer narrative:
Insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. Unit received with missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Multiple pump error (power error detected) alarms were present in the format history file and pump error was triggered when the backup battery unloaded voltage (unloaded vlith) was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label, partially broken off reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The insulin pump will be returned for analysis.